Event description:
According to the literature source of study, a single-center, retrospective observational study at the picu (pediatric intensive care unit) was conducted between february 2019 and may 2023. The vascular access was established using a double-lumen dialysis catheter, including both the company's product and a competitor's product. Catheter sizes included 8 fr (french), 9 fr, 10 fr, and 11.5 fr. Of the 2989 patients admitted to picu over the four-year period, 52 children (1.7%) received crrt (continuous renal replacement therapy) across 71 treatment sessions over 2556.5 hours. Out of the total patients who underwent treatment with different catheter sizes, 10 patients who used the 8 fr catheter did not survive. Similarly, 21 patients who used the 9 fr catheter did not survive, followed by 3 patients who used the 10 fr catheter and 5 patients who used the 11.5 fr catheter. In total, 39 patients died before discharge across all catheter sizes. Out of the 39 patients who did not survive, two patients developed intracranial bleeding while on crrt and passed away. Additionally, one patient experienced cardiac arrest during the blood return phase of crrt and passed away. Laboratory results revealed a post-arrest serum potassium level of 8.1 meq/l (milliequivalents per liter), indicating severe hyperkalemia. One patient, diagnosed with acute leukemia and tumor lysis syndrome, was discharged from the hospital after crrt but died 0.2 years later.

Manufacturer narrative:
D10 - concomitant product: dialysis unknown, unk dy, lot: unknown dialysis unknown, unk dy, lot: unknown sekhar, jerin c. ¿continuous renal replacement therapy (crrt) program initiation in picu of a resource limited setting: a retrospective analysis of challenges and outcomes.¿ bmc nephrology, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.